Event description:
A nurse reported that during intraocular lens (iol) implant procedure, the lens haptic broke off. The surgery completed with another unspecified lens during initial procedure. There was no patient impact. Additional information has been received that there was patient contact and lens was removed and replaced with new lens.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3. And h.11. The reported complaint was not observed as insufficient sample was returned for analysis. Items received: open iol carton, open lens case, (instructions for use) IFU, patient information card and secondary labels sheet. Lens case received empty, no lens received. We are unable to determine the root cause for the reported complaint "broken off haptic, in and out" as no iol was returned for evaluation. Based on the results from the product history record, the products met release criteria. Investigation has been completed based on current information. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).